Manufacturer narrative:
Results: the jet7 was kinked approximately 7.0 and 108.0 cm from the hub. The jet7 was ovalized approximately 50.0 and 109.0 cm from the hub. This complaint did not involve device functionality; therefore, no functional testing was performed. Conclusions: evaluation of the returned jet7 revealed it was kinked and ovalized along its length. This damage was likely a result of forcefully advancing the device within patient anatomy. Some of the damage on the returned device may have been incidental and occurred post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit (kit). During the procedure, on the third pass within a neuron max 6f 088 long sheath (neuron max), the physician felt resistance and the penumbra system jet 7 reperfusion catheter (jet7) became kinked in two placed. Therefore, jet7 was removed, and the procedure was completed using a non-penumbra catheter and stent retriever with the same neuron max. There was no report of an adverse effect to the patient.